Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.3, lab: 3.3. Date: (B)(6) 2010, inratio: 1.3, lab: 2.2. Patient has been off coumadin for a week and has been getting ready for a procedure that is supposed to happen tomorrow, (B)(6). In the process, he was due to test each day and each day he compared to the lab starting (B)(6). He tested on his meter and received 1.3 and then went to the lab and received a 3.3. Doctor gave vitamin k and antibiotics after this to get him prepared for the surgery and vitamin k was strictly given to help him get his inr lower, not due to abnormally high result. Next day, he tested while being on antibiotics and vitamin k and received a 1.3 on the meter and went to the lab and received a 2.2. Patient was adding multiple drops and said he was having difficulty getting blood drops both days of testing.

Manufacturer narrative:
Investigation pending.